Event description:
Event description guidant received information that the pacing impedance measurements for this chronic right ventricular defibrillation lead have varied from 500 ohms at implant to >3000 ohms two months ago. The current pacing impedance measurement was noted to be 250 ohms. Sensing and pacing capabilities were reported to be in normal ranges (no values reported). No threshold value was reported. An x-ray has not been performed as of yet and provocation tests were done, but were noted as not providing further insight. It was reported that the patient was sent home and the next follow-up appointment is scheduled in 4 weeks.